Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they have been experiencing air bubbles in the reservoir. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the customer's blood glucose reading was high and treated with insulin pump. Unable to complete troubleshooting due to reservoir was removed from the insulin pump. The product is not expected to return for analysis.